Event description:
Dealer states back wheel wobbles and hits fork. In speaking with the reporter it was learned the affected wheel was in the back and caster seemed warped. No damage or crack seen. Bolt was unable to be removed since it seemed stuck no injury.